Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator system failed to open when the nurses tried to override. A technical support specialist (tss) communicated with the customer to obtain the medication ID and medication name. The customer did not have the medication ID but provided the order ID and medication name. After searching, the entry was located. A review of the facility formulary showed that the medication was not assigned to adventhealth carrollwood, although it was available in other facilities. The device inventory report was generated and reviewed, and latanoprost eye drops was not listed in the inventory. The medication did not appear to have been loaded into the station, which explains why it was not showing on the device. The tss requested user to reload the medication into the station. A follow-up email was sent to the customer, but no response was received. Further, the tss proceeded to close this case.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door didn't open when the nurses tried to override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door didn't open when the nurses tried to override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.